Event description:
It was reported the patient felt a painful burning sensation at the stimulator location between recharging processes. Surgical intervention was taken and a protective cover in dacron was put in place.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).